Event description:
The customer received a questionable free thyroxine (ft4) result for one patient sample. The initial result was < 0.02 ng/dl. As the result was low, the sample was repeated. The repeat result was 1.15 ng/dl on two other modules. Information concerning which result was reported outside the lab was requested, but was not provided. No adverse event was reported. The reagent lot number was 183473-03. The expiration date was 01/30/2016. The field service representative checked the instrument and found a dirty and misaligned sample probe and a bent mixer paddle. He replaced and adjusted the probe, replaced and adjusted the mixer paddle, and checked the alarm trace, but found no related alarm. The involved reagent pack was checked, but no issues were found. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided data, a general reagent issue was not suspected.

Manufacturer narrative:
This event occurred in (B)(6).